Event description:
It was reported by a covidien technician in france that unit had elevated temperature, alarm does not work. Found high temperature without triggering the alarm.

Manufacturer narrative:
The wt-5800 warmtouch is not distributed in the u.s.; however, the wt-5300 warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the wt-5300 warmtouch is k020604. The serial number provided is invalid, therefore, the date of manufacture cannot be determined.